Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass, cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a pallet fell on him at work and the insulin pump screen became cracked and unreadable. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.